Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 30 mg/dl. Customer had a low sugar as a result emergency people came in to revive her seizures and she was in and out of consciousness because of the incident the insulin pump was not returned for analysis.